Manufacturer narrative:
Philips investigated the reported complaint. Based on the additional information collected, the system was not in clinical use when the issue occurred. During the implementation of fco 72200610, following software reinstallation, the system was observed to stop at x-ray startup. A review of the log file confirmed that the system did not start up. The philips field service engineer (fse) inspected the system onsite and confirmed that the system powered on but remained stuck at x-ray startup. To resolve the issue, the pc suite software was reloaded. Following this action, the system was restored to normal operation and returned to use in good working order. The codes were updated based on investigation outcome. The failure of the software issue can be attributed to the issues resolved in philips correction (2025-igt-bst-012). The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.